Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the trunk cable was pulled from the distribution node. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt the distribution node (dn) to rear therapy electrode (te) cable was pulled from the dn, the trunk cable was pulled from the dn, and the j702 connector was broken inside the dn. The root cause for the damaged cables and connector cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cables and connector cannot be positively determined but is likely excessive force. No adverse event resulted from the damaged cables and connector. The last pt to use this electrode belt did not report any problems.